Event description:
As reported by the japanese tavi registry, during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native position, there was significant resistance noted during advancement of the commander delivery system into the esheath+, and the tip of the delivery system became bent. Although adjustment with the balloon was attempted, it was only possible to mount the valve on the distal side of the balloon. The safari wire was replaced with a new one. The valve was deployed with the balloon positioned significantly on the left ventricular side, and expansion was performed on the aortic side while maintaining rapid pacing. After valve placement, parvalvular leak (pvl) was trivial. There were no complications observed on the final angiogram.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted based on engineering review. Sections b2, b5, g3, g6, h2 and h6: device code have been updated. The investigation is ongoing.

Event description:
As reported by the japanese tavi registry, during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native position, there was significant resistance noted during advancement of the commander delivery system into the esheath+, and the tip of the delivery system became bent. Although adjustment with the balloon was attempted, it was only possible to mount the valve on the distal side of the balloon. The safari wire was replaced with a new one. The flex catheter was pulled after crossing the annulus, but before inflation and there were no issues with the locking mechanism of the delivery system. The valve was deployed with the balloon positioned significantly on the left ventricular side, and expansion was performed on the aortic side while maintaining rapid pacing. After valve placement, parvalvular leak (pvl) was trivial. There were no complications observed on the final angiogram.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that calcification was present in the landing zone, and that the patient's anatomy was tortuous with undersized access vessels. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of cracked/damaged flex shaft, valve alignment difficulty, valve movement on balloon during position and valve deployed while not between alignment markers were unable to be confirmed due to no device or relevant imagery provided for evaluation. The presence of calcification, tortuosity, and undersized access vessels can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Therefore, it is possible that excessive manipulation of the delivery system was required during the difficult advancement to overcome the resistance, resulting in the kink near the flex tip. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (excessive manipulation) may have contributed to the cracked/damaged flex shaft. Although the additional information mentioned that the valve alignment was performed in a straight section of the anatomy, the 3mensio report revealed tortuous anatomy. Therefore, it is possible that the valve alignment was performed in a tortuous (non-straight section) vasculature. This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Thus, the patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, flex shaft damaged) may have contributed to the valve alignment difficulty. As it is possible that valve alignment was performed in a non-straight section of the aorta, this can lead to tension build up within the system. During flex tip retraction, the buildup tension within the delivery system may have been released and led to proximal thv displacement. The available information therefore suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section, tension build-up in system) may have contributed to the valve movement on balloon during position. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that use error (not following instructions) may have contributed to the valve being deployed while not between the alignment markers. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No edwards product defects, or labeling deficiencies were identified, no corrective or preventative action is required. The valve movement on balloon and its associated risks have previously been assessed and documented in a product risk assessment (pra), which was previously initiated to address this issue.